Event description:
Received maude report #mw5038942 from FDA on 03/16/2015. Description of event: permanent vision loss from sudden glaucoma progression, chronic inflammatory response to implant, device malplacement. This pt was referred to us, a tertiary referral center for glaucoma and cataracts, because of a complication from a glaucoma microstent implantation (istent trabecular meshwork bypass). With dramatically increased intraocular pressure, diminishing vision, progressing visual field loss and demonstrated worsening of optic nerve damage. The referring surgeon must have anticipated that one istent would not be effective and recommended a second istent via out-of-pocket expense and in combination with ecp (endocyclophotocoagulation) and cataract surgery. This quadruple or triple surgery has recently been referred to as a premium glaucoma surgery using the acronym ice (istent, cataract, ecp). The anticipated intraocular pressure (iop) reduction did not manifest and iop continued to climb more than 300 percent to above 45 mmhg. Chronic inflammation occurred, possibly as a response to the implanted stents, a metal foreign body, which required treatment with steroid eye drops that further increase eye pressures. Visual acuity reduction ensued from corneal edema and persistent microhyphema (chronic, small amounts of blood in the anterior chamber). Visual field damage worsened and retinal nerve fiber layer loss was demonstrated. After weeks on quadruple glaucoma eye drops and oral pressure lowering medications without pressure, reduction, this pt was referred to us for surgical intervention. We explanted both istents and noted that they were juxtaposed, likely lodged in the out scleral wall of schlemm's canal instead of in the canal and encapsulated by a fibrotic nidus. We also had to perform a trabeculectomy ab interno and glaucoma drainage device implantation to aggressively lower iop.

Manufacturer narrative:
The explanted stents were not returned to glaukos for evaluation and no device identifiers were provided. Stent malposition, stent obstruction, hyphema, iop elevation, corneal edema, and inflammation are listed in the device labeling as known inherent risks of glaucoma stent surgery. The name of the initial reporter is not available and we are therefore unable to investigate this event. (B)(4).